Event description:
It was reported that the patient presented to the cath lab experiencing st-elevated mi. The posterior lateral (pl) to the right coronary artery (rca) was totally occluded. Predilation was performed with a trek balloon and a linear dissection was noted at the distal margin of the dilated area. Also identified was an area of contrast extravasation considered to be a consequence of microperforation. A 3.0 x 23 mm xience v stent was delivered and deployed successfully. Angiography then demonstrated a new abnormality distal to the area of stent implantation. It became clear that a dissection had developed distally. A 3.0 x 15 mm xience stent was delivered into the bifurcation of the distal rca and posterolateral system to treat not only the dissection, but the ostial disease of the posterial descending artery (pda). Angiography revealed a patent rca and posterolateral system with contrast extravasation at the site of prior presumed microperforation. There also appeared to be an uncovered area of dissection between the previously stented areas and newly demonstrated extension of the dissection into the posterolateral trunk. There also appeared to be an edge dissection at the terminal margin of the distal stent as it entered the proximal portion of the pda. A second guide wire was then placed without difficulty through the distal right into the posterolateral system. Angiography then demonstrated slight worsening of the contrast extravasation and compromise flow into the posterolateral system. A 3.0 x 15 mm xience v stent was successfully delivered past the bifurcation of the distal rca, ultimately delivered into the proximal to mid portion of the posterolateral system.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Following stent deployment in the pl branch, there was a rupture of the posterolateral branch into the pericardium. At that point, pressers were re-started. A temporary pacemaker was placed. A 3.0 x 16 mm jostent covered stent was then attempted to be delivered to the distal rca; however, it would not cross. The stent was removed and a 3.5 x 15 mm trek balloon was advanced to the area of the perforation. A five minute inflation was performed; however, angiography demonstrated ongoing evidence of contrast extravasation into the pericardium and myocardium. The jostent was then delivered as far distally as well possible and deployed. Angiography continued to demonstrate a large perforation into the pericardial space. Attempts at pericardiocentesis was completed were unsuccessful. The patient became more bradycardic. Resuscitative efforts, including placement of a balloon pump failed and the patient was pronounced dead. Guide wire: choice pt; guide cath: jr4; sheath: 6 french arterial and venous. The two 3.0 x 15 mm xience v, the 3.0 x 23 mm xience v, and the 3.0 x 16 mm jostent are being filed under separate medwatch MFR numbers. There was no reported product deficiency. The reported perforation, arrhythmia (including bradycardia) and death are listed in the xience v instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling; the treatment appears to be related to the operational context of the procedure.